Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacturer's database noted the patient died approximately three and a half months post the implant of an implantable cardiac defibrillator. Cause of death has been requested and not received.